Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used decontaminated cp1690 catheter connector 19-21g(us) 16-18g(smi) epifuse epidural - luer, 007/374/418 catheter clear 18g 950mm closed end, 1/ea and mp960 epidural flat filter were received for investigation without their original packaging. Connector was received closed with catheter inside. Customer claiming that the epidural catheter was removed from a woman giving birth, it was found that a part of the catheter estimated to be about 4 cm remained in the patient's body. Under visual inspection was noticed that catheter was cut, and part of catheter is missing as customer reported. On the photo, it is visible that the catheter was cut by using excessive force that was probably used during removal from patient body. During manufacturing each catheter is checked. Detection mechanism is in place, and it is improbable that catheter which is cut or partially cut would pass through those inspections. Issue which is reported by customer might be caused by incorrect practice which is described to be avoided in instructions for use, warning: "if resistance is felt or if the catheter stretches excessively on withdrawal, cease removal. Never exert excessive force as this may compromise the integrity of the catheter. If clinically appropriate, reposition the patient (flex or extend, sit up or lay down) and slowly withdraw the catheter. If further resistance, repeat step and/or allow the patient to relax for several minutes/hours and attempt removal later. If unable to remove, consult anesthetist." Based on complaint description and complaint sample condition it is the most probable that customer did not follow instructions for use - catheter was pulled during use which led to its cut. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the epidural catheter was removed from a woman giving birth, it was found that a part of the catheter (estimated to be about 4 cm) remained in the patient's body. Due diligence was done with the patient, although there is no indication that the catheter is radiopaque. After consulting the director of obstetric anesthesia with imaging and spine specialists at our center, a CT scan was performed without contrast material. No evidence of the rest of the catheter was found. There was patient involvement, and no patient harm/adverse event reported.